Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A 6f export advance ce aspiration catheter was attempted to be used to treat a severely tortuous bifurcated lesion in aha#7 and aha#9. There was no damage noted to the device packaging. The device was removed from packaging per IFU with no issues. The device was inspected with no issues. The device was prepped per IFU with no issues. A non-medtronic guide catheter, and non-medtronic guide wires were used. Fractional flow reserve measurements were taken using a non-medtronic device. Pre-dilation was performed three times with non-medtronic devices. After that a non-medtronic stent was implanted. Using optical coherence tomography, a gap was observed between the stent graft and the vessel wall therefore post-dilation was performed using a non-medtronic balloon and proximal optimization technique was performed. As poor blood flow was observed in aha#9, the guidewire was delivered again and the stent strut jailed in the side branch and dilated using the previously used non-medtronic balloon catheter. After that thrombus was generated inside the stent graft which then traveled to the distal region of the high lateral branch. The guidewire was delivered through the high lateral region and thrombus aspiration attempted using the export and as a result the thrombus was aspirated successfully. Thrombus was also generated near the lesion, so an attempt was made to cross the export through aha#9. It is reported that during this attempt damage to the export device occurred, the guidewire came out of somewhere other than the exit port of the export. Via angiogram, it was noticed that the guidewire appeared to be penetrating the tissue from 2-3cm away from the distal tip. Thrombus aspiration was then completed two non-medtronic aspiration catheters and the procedure completed successfully. The guide wire had been used successfully with other device prior to this issue. No patient injury is reported. The physician commented that the issue may have been related to the tortuous anatomy of the patient.

Manufacturer narrative:
Image analysis: photos received matched the product received, with the distal tip exhibiting a perforation as reported. Product analysis: the marker band was present. Visual inspection detected minor damage to the proximal section of the catheter wire lumen, near the very end. The catheter exhibited some residual blood in the wire lumen. Closer visual inspection detected a perforation approximately 6 mm from the distal tip. Physical measurements show the device meets specification. A .015¿ pin gauge was inserted at the tip of the wire lumen. During testing of the wire lumen, a .014¿ guide wire was back loaded into the wire lumen up to proximal exit port. Measurement of the inner and outer diameter passed physical measurements. Damage to the wire lumen had no effect on the catheter ability to aspirate, using and in-house syringe the catheter aspiration capability functioned without issues. If information is provided in the future, a supplemental report will be issued.